Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip recoiling/jumping. It was reported that during device preparation of the mitraclip delivery system, when the clip was opened to 120 degrees, the clip recoiled to the closed position. This occurred several times; thus, the device was not used and was replaced. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. All available information was investigated and the reported difficult to open or close (clip jumping) was not confirmed via the returned device analysis as the device performed as intended. A review of the lot history record revealed no manufacturing nonconformities issued to this lot. Additionally, a review of the complaint history did not identify any similar incidents reported from this lot. Based on the information reviewed and in the absence of a confirmed failure mode, a definitive cause for the reported difficult to open or close (clip jumping) could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.